Event description:
It was reported that the mattress foam had discoloration and fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress foam had discoloration and fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was repaired and returned.